Event description:
A customer reported receiving erratic readings on his precision xtra/optium blood glucose meter within 10 minutes. Results of 26 mg/dl and 110 mg/dl were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. The customer also reported experiencing symptoms of headaches and dizziness, but the customer did not reportedly lose consciousness. The customer reported taking glucose tablets to alleviate the symptoms. No third-party medical intervention was required. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.